Manufacturer narrative:
It is unknown if the device remains implanted in the patient or has been explanted. At this time, the device is not available for evaluation. Device and patient identifiers were not provided. Any omitted information was not available at the time of initial report. Multiple correspondences have been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Stent removal is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
Glaukos received notice of a planned istent explant. The reason for explant was not provided. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was received from the surgeon on (B)(6) 2017. It was reported that the stent had been explanted; however, no further information was provided.